Manufacturer narrative:
The returned product was patent. It did not meet the requirements for leak testing due to a crack on one luer arm of the zero reference stopcock. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompanies the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system¿. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the 3 way joints of the device had a poor connection. Reportedly, there was no injury to the patient.